Event description:
Device malfunction: premature, partial stent deployment. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that while advancing the stent in the superficial femoral artery, the stent prematurely, partially deployed. The device was removed without incident. After removal, it was noticed that the stent struts were bent. A second xpert stent was successfully deployed in the target lesion. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device was rec'd. Investigation is not yet completed.